Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd did receive one photo for investigation. The photo was visually evaluated showing the customer¿s indicated failure mode. A visual inspection was conducted on 60 retained samples, and no issues were identified. Additionally, functional tests were performed on 10 retained samples, all of which were found to be within specification limits with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.